Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the 7n drawer failed. A field service engineer reseated the row board cable and removed the medicine package jams to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system 7n drawer failed. The customer stated that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.